Manufacturer narrative:
The device, used in treatment was returned for evaluation: a visual inspection was performed and confirmed the returned device¿s gray impactor tip appears to be broke. The other piece was not returned with the product. The manufactured date for this device is 2014. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery, gray impactor tip broke off into 3 pieces. No delay. Backup device available. No impact or injury to patient reported.